Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was intended to be used in the terminal rectum during an internal hemorrhoidal ligation procedure performed on (B)(6), 2023. During preparation, it was noticed that the wire at the tip of the device was knotted. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of suture had multiple knots in the ligator. Block h10: the returned speedband superview super 7 (handle assembly and ligator head) was analyzed, and a visual evaluation noted that the ligator head returned with the shrink wrap. The trip wire was not secured. Additionally, the suture thread had multiple knots, which was consistent with the findings when the ligator head was observed under magnification. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of suture had multiple knots in the ligator was confirmed. Upon analysis, it was found that the ligator head was returned with the shrink wrap and the suture thread had multiple knots. Procedures were followed on the production line to verify the sub assembly of ligator and to assure that the unit is acceptable. It was concluded that the production line had the necessary processes and controls to ensures that the thread have all the knots necessary for its correct function. Hence, this complaint could not have left the production floor. The most probable cause of the reported problem cannot be established. The most probable causes that contributed to the event remains unknown and since the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event, therefore, the most probable root cause of this complaint is cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was intended to be used in the terminal rectum during an internal hemorrhoidal ligation procedure performed on (B)(6) 2023. During preparation, it was noticed that the wire at the tip of the device was knotted. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of suture had multiple knots in the ligator.